Event description:
Device was reported to contain a tear in the plastic oxygen reservoir bag. Although the device was in use at the time, there was no patient harm reported. Attempts for further information have not been honored. The device has been disposed of and will not be returned for evaluation. The operating instructions included with this product state to test the bag prior to use. It is not known if this was done in this particular case.